Event description:
The treating doctor reported that the patient had pain on tooth 3.7, the tooth was cracked and required an extraction after wearing aligner #1. The patient was prescribed with ibuprofen to reduce the pain from extraction. The patient is getting better and the treating doctor reported that the patient is continuing the use of the invisalign aligners.

Manufacturer narrative:
The current instructions for use (IFU) contains the following "precautions - a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the useful life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost". The treating doctor shared that patient may have bruxism and it may be a potential contributing factor, but the treating doctor cannot confirm. No conclusive evidence has been provided that supports or opposes whether the invisalign aligners contributed to the tooth extraction (permanent damage); therefore, the event is being filed in the united states per 21 cfr 803. There is no conclusive evidence to confirm the date of the required tooth extraction, and the date (b3) is based on the timelines reported to align and compared to the patient information.